Manufacturer narrative:
This report is based on information provided by a philips remote service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the m3535a (heartstart mrx monitor/defib) indicating that the battery storage needs to be recalibrated. The event was outside of use and there was no reported patient nor user harm. Remote support was provided, the battery storage reportedly needed to be recalibrated. A good faith effort was made to obtain additional information associated with this complaint evaluation, but there is no additional information available. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. A good faith effort was made to obtain additional information regarding customer resolution associated with this complaint, but there is no additional information available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : no additional information was provided by the customer.

Event description:
It was reported to philips that the device did not pass testing, requesting the battery storage to be re-calibrated. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.